Manufacturer narrative:
The customer's reported complaint of the platform displaying a ua 28 (loss of clutch connectivity) was confirmed through review of the platform's archive data and was not replicated during functional testing. However, the ua 29 (loss of brake connectivity) error message occurred during functional test and was due to a faulty power distribution board (pdb). The power distribution board (pdb) could have caused or attributed to the reported ua 28 error message as well. Functional testing could not be performed due to a ua 29 (loss of brake connectivity) error message that displayed upon powering on the platform which is unrelated to the reported complaint. It was determined that the ua 29 error message was due to a faulty power distribution board (pdb). The power distribution board (pdb) was replaced to remedy the fault. Additionally; the lcd screen backlight was not illuminating. Replacing the processor board also remedied the lcd backlight. Following service and unrelated to the complaint, the drive shaft was observed to be stiff. The clutch plate was deburred to remedy the stiff drive shaft. The reported ua 28 message was not replicated during functional testing of the returned platform indicating that the error code was cleared. Run in test was performed for 10 minutes and the platform passed functional testing and there were no faults/errors found during testing. The platform successfully passed functional testing. A review of the archive was performed and found multiple user advisories (ua) 28 (loss of clutch connectivity) on (B)(6) 2016; thus confirming the reported complaint. A visual inspection was performed and found that the top cover, front /bottom enclosures and battery lock were damaged. From the condition of the platform, the damages appear to have been caused by user handling. The autopulse platform is a reusable device and was manufactured on (B)(6) 2008. Therefore, these types of physical damage found during visual inspection are characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
It was reported that during a shift check, the autopulse platform (B)(4) displayed user advisory (ua) 28 (loss of clutch connectivity) error message. The customer swapped out a new lifeband but error message still occurred. The platform was restarted; however, the error message could not be cleared. No patient involved with this event. No other information was provided.